Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was cracked and it stopped working.. The customer's blood glucose value was unknown at the time of the incident. The customer reported damage to the right side of the insulin pump. The customer stated that the retainer ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with cracked case (battery tube) and cracked battery tube threads.